Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and two openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified one smooth crease opening and one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening. One openings striated assessed as surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.